Manufacturer narrative:
(B)(4): carefusion was notified on (B)(6) 2015 by customer advocacy that per the sales rep the sample will not be received for evaluation. Three (3) photos were provided by the customer for evaluation and a date code was provided in order to perform the device history record review. Evaluation of the provided photographs of the device by quality, product engineer and the manufacturing engineer confirmed the reported issue. The ta insert device was still stuck in the shaft with the jaw piece broken off at the link and separated from the actuating rod. Per product engineer, based on review of photos it was apparent that all of the parts were accounted for and due to the ductile nature of the material the link stretched out and eventually the hole gave way and the end of the piece opened up to allow the device to come apart. The end of item 3 (the link) gave way due to excessive tension exerted on it which caused the metal to stretch/deform and separate from the pin (item 5) which connects to the linkage to the articulating top jaw (item 1) and actuates the jaws open/close. Both these images show the component in the broken condition, the bottom image shows how it mates with the pin/top jaw and since it¿s shown in the damaged condition you can see how if pulled backwards it would slide right out because there¿s no material there to fully captivate the pin that connects to the articulating top jaw. This failure was previously identified in the take apart line and a project was initiated for the take apart product quality improvement which includes the single action rod failure. As part of design project, improvements were made to the take apart inserts actuation rod to further define heat treatment and electro polish parameters that would increase strength of material properties of the device. Review of the lot number used for this rod, p/n 92-1362, lot# 13135021 indicated it was manufactured (july 2013) prior to the implementation of the new design (january 2014). A review of the device history record did not reveal any non-conformances. A review of the lot number used for this rod, p/n 92-1362, lot# 13135021 did not reveal any non-conformances and indicated it was manufactured (july 2013) prior to the implementation of the new design (january 2014). The device passed all acceptance criteria for release.

Manufacturer narrative:
(B)(4). A device will not be available for evaluation. If it should become available a follow up MDR will be submitted.

Event description:
(B)(4) 2014: received a phone call from the sales rep that the instrument was used during a laparoscopic chole at 10:30 am and the end of it broke. They found the jaw but believe there was a small piece that was still missing. An x-ray was done and it was negative. The patient's surgery did become an open surgery but it was not because of the broken instrument. Per the sales rep it was because "of another issue". The instrument was taken to risk management and will not be received for evaluation. The patient was doing well post op. An email was then received from the sales rep with pictures of the instrument that have been uploaded.: additional information received from the customer (B)(4) 2014. It was reported "the instrument was being trialed during a laparoscopic assisted gall bladder removal.  The dr. Was using it to hold the liver up  to visualize the gall bladder.  It broke off at the connection between the wavy grasper head and the long black insert.  The patient was not harmed.  After searching, the surgeon found the wavy grasper head piece along side the liver and intestine.  The intervention was that the wavy grasper instrument was removed and replaced with a different instrument.  The procedure was completed in an open manner (not laparoscopic) which was not the result of the instrument failure"